Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 540 mg/dl. Elevated bg was addressed by a manual insulin injection.